Event description:
On 05/16/07, the company received a report where it was claimed that the 15mm connector of the tube is slipping out of the tube. The caller reported that the connector is "slipping out during cases and causing a disconnection." The caller reported that they are using a substance called mastisol to make the connector stick for continued use of the device. Nellcor is attempting to collect further information related to this report.